Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be in monitor only mode (therapy delivery disabled) when interrogated at a normal follow-up visit. In addition it was also reported that the ICD was found in monitor only mode two years previous to this event. However, it was never reported to cpi at that time. Note: the ventak physician's manual (cpi publication 352927) p. 74 states: '. . .patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA # n030/031-5. The physician was notified on 4/18/95.